Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated, and a cause for the reported clip opening in this incident could not be determined. Based on the information reviewed, there is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report clip opened - establishing the final arm angle/efaa. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced to the mitral valve, and the clip was placed. However, during the deployment sequence, the clip opened to 90 degrees while locked when establishing the final arm angle/efaa. Standard trouble shooting was performed, but failed. Therefore the cds was removed with the clip attached and the procedure continued with a new cds. One clip was implanted, reducing mr to 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.